Event description:
It was reported that ongoing, intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (BG) level. The customer¿s continuous glucose monitor read "High¿; however, a specific BG value was not provided. A correction bolus was delivered to address BG. Reportedly, the customer performed a supply change and resumed insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.